Event description:
During the device check, after placing the torso manikin on the autopulse platform (sn (B)(6), it displayed "pull up lifeband, check patient alignment, and press restart." The customer checked the lifeband clips, and they appeared to be good. Then noticed that the platform displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and couldn't clear it, even after reseating the battery. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) and prompted to "pull up lifeband, check patient alignment, and press restart" was confirmed during functional testing and archive data review. The root cause of the reported complaint was a defective load cell. The archive data review indicated the occurrence of ua07, confirming the complaint. The autopulse platform failed functional testing due to ua07 being displayed upon powering on, confirming the complaint. The load cell characterization check revealed a defective load cell 1, which was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).